Event description:
In 2008, the patient reported elevated blood glucose readings in the 300s-400s mg/dl range within the past 3-4 weeks. His target range is 100-150 mg/dl. He has corrected his readings by injecting insulin. He stated his last blood glucose reading was 104 mg/dl. The patient stated he believes his insulin infusion device is not properly delivering his basal rate insulin. He said he has not received any occlusion or errors and he changed the device power packs within the past week. The patient was assisted in setting up his backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.